Event description:
It was reported that the patient received inappropriate shocks and was presented to the hospital. At follow-up, the right ventricular (rv) lead showed high impedance. The lead was abandoned and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).